Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 12/06/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
"Customer reported: this information has come from internal complaint we have encountered an issue with the sol care needles. It appears there is glue on the needle, then been passed into the vial when the medication has been drawn up. Or, it's a substance in the empty vial which has then reacted when the solution has been drawn up.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to the manufacturing site provided in the initial MDR [3014312726-2024-00363]. The previously reported was incorrect. The correct manufacturing site is zhejiang kindly medical devices co., ltd. No. 758, 5th binhai road binhai industrial park longwan ,wenzhou, china